Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the returned product specimen was evaluated. All leaflets were observed to be slightly stiff but flexible, which is an expected result of the decontamination process. This process includes a high concentrate of a tissue fixation and the blood contact, which both are known to cause stiffness of the tissue. A tear was observed in the right cusp along the left-right coronary commissure. The right and left non-coronary commissures remained intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis and investigation, this tear could have been related to the procedure and may have contributed to the reported aortic insufficiency.

Event description:
Medtronic received information that upon implant of this bioprosthetic valve, the echocardiogram showed aortic insufficiency (ai). The aorta was then re-opened and the valve was examined in-situ by the implanting physician; it appeared acceptable. The aorta was re-closed and the echocardiogram again showed ai. The valve was then explanted and a larger diameter valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).